Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete electrode was returned. Resistance tests were completed to assess lead electrical performance; measurements through these tests identified that the electrode was not electrically continuous. Visual inspection noted that the insulation was bent and twisted appropriately 165-175 mm from the terminal pin. In this area the sense a and sense b conductor cables were fractured and a couple of the filars of the high voltage cable were fractured. Detailed analysis concluded that both the sense a and sense b cables had evidence consistent with fatigue failure. The sense b cable also had evidence consistent with ductile failure as well. The fracture mode of the high voltage cable could not be effectively determined due to a mixture of mechanical wear and carbon rich residue on the fracture surface.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode was returned with no reported product performance issues and no reported adverse patient effects. Analysis completed in our post market quality assurance laboratory identified a product performance issue.